Manufacturer narrative:
The reported event that could not be confirmed, since the device was not returned and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such as patient¿s medical records and the device itself must be available in order to determine the exact root cause of the issue. As a secondary observation it was observed that the nail had expired in the month of april 2020 as per the manufacturing records, however the nail was implanted in november 2021. This is deemed to be an off label use. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6) 2021, gamma 3 long nail was implanted for femoral trochanteric fracture due to bone tumor. In february 2022, without a fall, the patient felt pain during daily activities and the x-rays revealed nail fracture. During revision, the broken nail was removed and gmrs was used."

Event description:
As reported: "on (B)(6) 2021, gamma 3 long nail was implanted for femoral trochanteric fracture due to bone tumor. In (B)(6) 2022, without a fall, the patient felt pain during daily activities and the x-rays revealed nail fracture. During revision, the broken nail was removed and gmrs was used."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the hospital.